Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt underwent a procedure using a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, occlusion of the superior mesenteric artery (sma) was identified. The pt was treated with catheter-directed thrombolysis. On (B)(6) 2013, the pt was suspected with bowel necrosis. An exploratory surgery revealed small-bowel necrosis and the partial bowel resection was performed. It was reported that the pt's blood pressure gradually dropped after the resection procedure regardless of post-operative transfusion. On (B)(6) 2013 the pt expired. It was reported that an autopsy was performed and revealed that the sma occlusion and the bowel necrosis were caused by cholesterol crystal embolization (cce).